Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31354, 3006705815-2020-31356. It was reported the patient was experiencing pain at the ipg site due to over stimulation. During the procedure it was found that the ipg had been flipping in the pocket causing ineffective stimulation due to the leads being pulled down. Surgical intervention took place wherein the system was explanted and replaced. Effective therapy was established.